Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the generator drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an a/d channel 15 error and as a result would not boot up. There was no patient injury or death reported.